Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported migration is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had migrated from the right side of the scrotum to behind one of the testicles, making cylinder inflation difficult. Additionally, the cylinders were too short and needed to be resized. A surgical procedure was performed to remove and replace the cylinders, pump, and rear tips. No patient complications were reported.